Event description:
It was reported that there was an impedance issue with an error (???). The lead/extension issue was noted as break/fracture. The damage was detected. They will be removing the lead. The issue resolved with replacement (unclear if resolved due to the lead have not been replaced as of day of reported event date. Patient called the healthcare provider and reported a fall which resulted in damage to the device. Impedance testing revealed error messages which was assumed to be lead breakage/damage. She was scheduled for a replacement device on (B)(6) 2014. Patient status at time of this report was alive with no injury. There was no patient symptoms or complications associated with this event. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the manufacturer's representative noted that the office was in the process of trying to get approval through the patient's insurance company to get the device replaced as she was receiving excellent therapeutic benefit prior to her fall.

Manufacturer narrative:
Product ID 3889-28, lot# va08utg, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).